Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual device was not returned for evaluation; therefore, a sample was taken from current production at the manufacturing facility. A visual exam was performed and no obvious defects were observed. The connector insertion depth of the representative sample was measured. It was found to be within specification. The bonding strength of the sample was also tested and no issues were detected. The connector assembly features of the endotracheal tube were designed in such a way that the connector can be removed and connected back to the tube when the tube is required to be cut to length. There is a precaution stated in the instructions for use (IFU) that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use. Other remarks: based on the investigation, the complaint that the connector detached could not be confirmed. There is no physical evidence of failure as there was no sample returned for investigation. Precautions are stated in the IFU that the 15mm connector should be firmly seated in the tracheal tube to prevent disconnected during use.

Event description:
Customer complaint alleges "during intubation of a gcs 3 patient the plastic connector at the end of the et tube became detached prior to use. The connector initially fell off whist inserting bougie so no significant force was applied. This was found and reattached but the reason for concern and reporting is that the connector continued to fail during resuscitation attempts." It was reported there was no injury to the patient.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation of this complaint is still in progress.

Event description:
Customer complaint alleges "during intubation of a gcs 3 patient the plastic connector at the end of the et tube became detached prior to use. The connector initially fell off whist inserting bougie so no significant force was applied. This was found and reattached but the reason for concern and reporting is that the connector continued to fail during resuscitation attempts." It was reported there was no injury to the patient.